Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the lead exhibited low impedance. Radiography revealed that the lead was pinched between the clavicle and the rib. The lead was capped and replaced. The patient was well post procedure.